Manufacturer narrative:
E-complaint-(B)(4). Investigation: x-no sample returned x-review DHR. Distribution history: the complaint product was manufactured at csi on 03/26/19 under work order (B)(4). Manuf. Record review: DHR - 269507 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service hist. Record: service history record not applicable to this product. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions, where small fragments of the cups becoming either damaged or melted, disengaging from the cup. Product receipt: the complaint product has not been returned to coopersurgical. There is currently no RMA for the product. Visual eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Complaint condition confirmed via pictures provided. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. However, the complaint similar to other complaints as mentioned earlier. Quality engineering, research and development, marketing, and product surveillance conducted an investigation into 4 advincula soft koh-efficient product complaints (B)(4) from kaiser, where small fragments (~1mm) of the soft cup either became damaged or melted, disengaging from the cup. Root cause: the root cause of this issue has been attributed to a technique during a colpotomy, in which constant movement of the electrosurgical unit (esu) cutting tip is necessary. For example, if the end user does not keep the esu tip moving and remains in one place on tissue for an extended period of time, the advincula soft cup material may begin to melt. Correction and/or corrective action: coopersurgical is exploring other potential soft materials with a higher melting temperature - reference CAPA 722. The product met the required release specifications per DHR review. No re-training required. Was the complaint confirmed? Yes.

Event description:
Per rep telephone report - soft cup koh ring melted in the patient with leftover particles during procedure. Some of the particles were retrieved. Ref e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed.

Event description:
Per rep telephone report - soft cup koh ring melted in the patient with leftover particles during procedure. Some of the particles were retrieved. Ref e-complaint (B)(4).